Event description:
The caller alleged discrepant low inratio inr result in comparison to an alternate point of care (poc) inr result. Results are as follows:date inratio inr poc inr(B)(6) 2014 1.1 2.9 therapeutic range: 2.0 - 3.0the time between testing was approximately ten (10) minutes. Reportedly, the patient was using strips that expired in (B)(6), 2014. Additionally, the patient reported that she may possibly be anemic. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned and the strips were expired; a review of previous f in-house testing was performed. Retain strip testing results met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturer record for the lot did not uncover any non-conformance and meets release specification. Customer was using expired strips to perform the test. This cannot be ruled out as a cause for the unexpected results. Additionally, the patient was reported to be possibly anemic, but hematocrit was not provided. Anemia may impact patient's hematocrit. Accuracy is validated for hematocrit values between 30% and 55%. A hematocrit outside this range may cause an inaccurate result or error message. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation/conclusion: in addition to previous in-house testing being performed on reported the expired the inratio pt/inr test strip lot# 315106r, a review of retain testing was performed on inratio pt/inr test strip lot# lot 315106. Lot 315106 is identical to the expired lot, except for the outer packaging and labeling. The retain strip testing results met both accuracy and strip repeatability criteria while the product was still within expiration. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for this lot did not uncover any non-conformances and the lot met release specification. The patient was reported to be possibly anemic, but a hematocrit was not provided. The customer's current health status cannot be ruled out as a possible root cause for the unexpected results. Additionally, the customer was using expired strips to perform the testing. This may have contributed to the unexpected results observed by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.